Manufacturer narrative:
A.6 is unknown. Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not collected at the time of explant by the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient presented to the emergency department with shortness of breath, chest pain, tachycardia, and in non- st elevation myocardial infarction. The patient was intubated and taken to the cardiovascular laboratory where the patient was placed on an intra-aortic balloon pump to stabilize, but the patient continued to decompensate, and the decision was made to the place the patient on an impella 5.5 for mechanical circulatory support until a percutaneous or surgical intervention could be done. It was reported that during impella 5.5 implantation, the physician had issues navigating through the patient¿s calcified arteries. The physician utilized balloon angioplasty and a 20f dry seal flex sheath to successfully pass the calcification. During the second day of impella support, it was noted that while suctioning the patient, the patient experienced ventricular tachycardia (vt) which self-resolved. Later the same day, the patient had additional runs of vt. It was noted there were no impella alarms at that time. The following morning, echocardiography was performed and found the pump to be too shallow. The physician repositioned the impella, but the pump possibly went too deep during positioning and the patient then went into another episode of vt that required defibrillation to resolve, and the patient was given amiodarone. The patient was then transferred to another hospital for advanced support on (B)(6) 2025. After arriving at the new hospital, the patient went into ventricular fibrillation (vf). The patient was cardioverted back into sinus tachycardia. Echocardiography was performed after arrival and found the impella slightly shallow at 4.2 centimeters (cm) and was advanced to 4.6 cm. The following day, it was reported that the patient had another episode of vf while sitting in a chair which self-resolved. It was noted that the patient had a percutaneous cardiac intervention (pci) on (B)(6) 2025, and the following day it was reported that the patient was experiencing lidocaine toxicity, and the patient was weaned from lidocaine and precedex. During the wean, the patient began experiencing ectopy. During this time, there was an impella alarm for suction and to resolve the p level was decreased and the patient was given albumin. On (B)(6) 2025 it was reported that the patient had agitations during the previous night and was started on precedex and given a unit of packed red blood cells (prbcs). It was noted that the patient¿s blood loss may have been due to blood loss during the pci. It was also noted that the patient had been febrile over the last few days but was improving. On (B)(6) 2025 it was noted that the patient¿s hematocrit was continuing to drop, however, there was no root cause established for the blood loss. The patient coded during the morning of (B)(6), and the patient was placed on levophed and vasopressin. It was noted that the impella again migrated into a shallow position and was repositioned. The following day, the patient¿s hematocrit continued to drop, and the patient was transfused with two additional units of prbcs. It was noted there were no signs of bleeding or hematoma at the access site, and the cause of the drop in hematocrit was unknown. The patient began weaning from the impella, and it was noted that on (B)(6) 2025 the patients status was updated to do not resuscitate. The following day, the decision was made by the family to withdraw care. Care was withdrawn and the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : pump was not returned. Clinical symptoms:- vt/vf/arrhythmia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the injury was not determined due to insufficient clinical details. Pec:- patienty anatomy or condition prior to therapy: during implant it was reported that the physician had some trouble navigating through the calcified artery during impella implant. A balloon angioplasty and 20 fr dry seal flex sheath were used to pass through the calcification. The cause of patient anatomy or condition prior to therapy is due to patient condition as patient had pre-existing calcified vessels. Difficult to place or position: as per clinical, the impella was repositioned as it continued to move into a shallow position. The patient coded in the morning, intubated, and placed on levophed and vasopressors. The medical team was very uncertain about what was causing all of the issues at this point as the cardiac numbers were good. The cause of position issues was not determined due to insufficient clinical information. Pump suction: as per clinical one suction alarm occurred and resolved after a p-level decrease. The patient was given a concentrated albumin. Data logs reviewed and suction alarm were observed and p-level decrease was done to immediately resolve suction. The cause of pump suction was patient condition related based on clinical and log review. Device history lot : device lot: 1924527. Device history batch : subcomponent lot: n/a. Device history review : the pump sn (B)(6) passed all post sterile inspection checks.